Manufacturer narrative:
The product was not returned for analysis as it remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. E1: initial reporter phone number is (B)(6) ; reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that the patient implanted with this left ventricular (lv) lead presented with exit block. Technical services (ts) was consulted and identified high capture thresholds, with the highest measurements observed at the electrode tip. Ts provided with troubleshooting and recommended x-ray imaging to evaluate lead placement. No additional adverse patient effects were reported. This lv remains in service.